Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 18 mmol/l. Troubleshooting was performed. Customer stated the battery compartment was damaged. Customer was using aa duracell battery. Customer stated the display is currently blank. Customer used manual injection for treatment. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No unexpected vibration during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, cracked case behind the pump at the battery compartment, serial number label fading and minor scratched lcd window.